Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed and was determined to be manufacturing related. Six photographs of a 3cg powerpicc solo2 kit were returned for evaluation. An initial visual observation of the photographs showed a foreign material in the sterile packaging. The foreign material appeared to be a dry, flat bug. No use residue was observed in on the packaging. No other foreign material was observed in the returned photographs. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. The implicated process was related to a supplier and an incident report was issued to the supplier by the manufacturing facility. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that staff opened sterile packaging and noticed a dead insect had been packed into the kit while unpacking. No harm was caused to any patients. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.